Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high pacing impedance measuresurements of greater than 2000 ohms. It was noted that the clinic has been managing muscle stimulation and the high impedance measurements are when the tip electrode is programmed. Boston scientific technical services (ts) was consulted and discussed that the rv lead has a higher impedance range. The clinician noted that they would bring the patient in and increase the alert on the remote home monitoring system. The crt-d and lv lead remain in service and no adverse patient effects were reported.